Manufacturer narrative:
(B)(4).

Event description:
It was reported by the cardiac cath lab that the pump in use alarmed purge failure several times. As a result the pump was replaced with another pump successfully. Patient outcome: stable on the intra-aortic balloon pump (iabp). There were no reports of serious injury, death or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" was confirmed by the field service engineer. The field service engineer (fse) was able to replicate the purge failure alarm. The pump passed functional check after the fse replaced the pneumatic control system (pcs) assembly. The root cause of the pcs assembly failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the cardiac cath lab that the pump in use alarmed purge failure several times. As a result the pump was replaced with another pump successfully. Patient outcome: stable on the intra-aortic balloon pump (iabp). There were no reports of serious injury, death or patient complications.